Manufacturer narrative:
Although the lot number was not provided, it was reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the left mesh leg assembly was pulled through the sacrospinous ligament. After cutting through one side of the leader loop, the physician attempted to pull the sleeve off, but the tack weld would not release the sleeve from the mesh leg. The physician pulled on the sleeve a second time, and the mesh leg tore away from the mesh body, and came out of the patient with the sleeve, dilator and suture attached. Nothing fell loose into the patient. The physician removed the remainder of the uphold device from the patient and completed the procedure using a second uphold vaginal support system, with no complications to the patient, who is reportedly fine post-procedure.